Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with a bifurcated and limb aortic extension. Upon follow up, computed tomography revealed an endoleak, possible type 3b. During scheduled repair, the angiogram confirmed a type 3b endoleak. The physician decided to reline the device by implanting a second bifurcated. After procedure a completion angio was done and showed no endoleak.